Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient was diagnosed with endophthalmitis after the implantation of a pcb00v intraocular lens (iol) in his right eye (od). Reportedly, the patient complained that his vision was like covered with a film on (B)(6) 2019. The anterior chamber was cleaned and treated with antibiotic injection. There was no problem with the vitreous body. The symptoms are gradually diminishing. No additional information was provided.

Manufacturer narrative:
Additional information: additional information provided the following product identifiers - expiration date: 07/29/2020, (B)(4), catalog number: pcb00v0225, device manufacture date: 07/29/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.